Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. Endoanchors were adequately implanted due to a proximal type ia endoleak. The proximal aortic neck was noted as 67 degrees. No thrombus or calcification was noted. It was reported that procedural bleeding was noted. The investigator assessed the event to be related to the index procedure. The physician performed additional treatment and right revascularization was performed. The event was resolved. The cause of the event is unknown, per the investigator. No additional clinical sequelae were reported and the is doing fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.